Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 200 ohms. This occurred during a device changeout procedure when connected to the right ventricular lead. Subsequently, a different device was successfully implanted and remains in service. No adverse patient effects were reported.